Manufacturer narrative:
No patient injury was involved. The device history record confirms that the product passed and met all requirements before releasing. Upon evaluation it was determined that the footswitch hose at rear system connection was damaged. Technician resolved the issue by removing the damaged portion of the hose. Due to the site reporting the device releasing radiation after foot was released from the foot pedal, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that icon released 4 extra pulses of radiation after the user released their foot off the foot pedal.